Event description:
Olympus medical system corp (omsc) was informed that during bronchoscopy the doctor opened cups but one cup could not open. The doctor completed procedure using another device. The device was returned to omsc for investigation. During the investigation, omsc found the distal end of the manipulation wire was partially missing. After the procedure, the doctor performed x-ray examination and there was non abnormality. There was no report of pt injury regarding this report.

Manufacturer narrative:
The device was returned to omsc for investigation. The investigation confirmed that the manipulation wire was come away from the cup and deformed. The distal end of the wire was broken. There was damage on the cup which might occur when the manipulation wire come away from the cup. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Thus, omsc considers that withdrawing the subject device while the endoscope was angulated caused the breakage of the manipulation wire. This report is being submitted as a MDR in an abundance of caution.